Event description:
It was reported that during an unknown procedure, the generator wasn't sealing the tissue during a case. No other information is known. No patient consequence occurred. Patient information was requested but none was available. Facility biomed advised that output was low.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The customer's complaint could not be confirmed. The unit was received with minor scratches. The unit was functionally tested for several days and found to be conforming to all specifications. The device history record has been reviewed and the unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
After discussion with the surgeon, this incident was not a hemostasis issue but an issue of no activation with the lever trigger was depressed. There was no bleeding.